Manufacturer narrative:
The product is not available for return and the lot number was not reported. Doctor indicated the irritation for the left eye is possibly due to his contact lens. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported that about 2-3 years ago his contact lens tore in his eye causing corneal bruises, abrasions and a lump to develop on his left eye. Consumer reports the doctor informed him by using the lenses in conjunction with the solution caused a layer of skin on his eye to burn off. Consumer indicated he has permanent skin loss and permanent scratches on his eye which makes him not able to wear contacts again. He also experiences burning when he cries. Consumer states he visited 3 specialists for the event. He states one of the specialists created a milky drop for him to use for 6 months as treatment to help the skin on his eye regrow. Consumer reported still having issues with his eyes and that he is using a gel and drops. Medical documentation received from the treating doctor indicated patient had complaints of burning, dryness, irritation and decreased vision. He was diagnosed with keratoconjunctivitis sicca. Temporary punctal plugs were placed bilaterally as a precautionary measure but was not required for treatment. Doctor indicated the irritation for the left eye is possibly due to his contact lens. The doctor's office confirmed that there was no penetration of bowman¿s membrane, no scar, and no permanent decrease in visual acuity. Patient was last seen two years ago. Consumer has not returned to a health care provider at the time of this report.